Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. The event logs for the imaging system were reviewed by medtronic personnel. The logs showed an error with motion control.

Event description:
A site representative reported that, while in a spinal fusion,the imaging system prompted the user to complete motion calibrations. It was reported that the procedure was completed following calibration. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site and confirmed the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.